Manufacturer narrative:
Continuation of d10: product ID: 978b128, lot#: (B)(6) serial#, implanted: on (B)(6) 2025, product type: lead. Section d information references the main component of the system. Other relevant device(s) are: product ID: 978b128, serial/lot#: (B)(6), ubd: 28-jan-2027, UDI#: (B)(4). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
(B)(4): implantable neurostimulator (ins) for urinary/bowel dysfunction. It was reported that they still have bandages on and when they sit down, they feel a little pain in the lower right buttock. The patient asked if this meant the wire was put down that far or if they were just feeling a muscle problem that happened during surgery. Reviewed stimulation expectations. Agent redirected patient to their healthcare provider (hcp) to further address the issue. The patient mentioned they have an appointment scheduled for on (B)(6) and they were not sure if they can get the first appointment concluded in time to get to the second appointment because they were in separate buildings. The patient stated they have called about getting the 2nd appointment changed but they have not heard back from them yet.